Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. The vyaire's field service representative went on-site to evaluate the suspect device. The fsr determined the most likely cause of the reported issue was the front panel. After replacing the front panel, the issue was resolved. The fsr performed the operational verification procedure and user verification tests according to factory specifications.

Event description:
The customer reported while using the vela ventilator; the display is dark. The customer reported there is no patient involvement associated with the event.

Manufacturer narrative:
Results of investigation: the vyaire field service representative (fsr) repaired the device onsite and returned it working to service specifications. The vyaire failure analysis laboratory received the suspect front panel assembly for investigation. An evaluation of the component could not be confirmed and duplicated. The display assembly was operating normally with no issues reported.